Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 failed and was requires maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer assisted the customer by reseating the cables. After reseating, all connections were secured, and the customer verified proper functionality by performing an inventory check. The system functioned as intended after the field service engineer assisted the customer.